Event description:
This ra lead was implanted on (B)(6) 2014 and still remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that the lead exhibited out of ranged impedance. Range has been 400-2000 ohms. The physician was (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).